Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
When the nurse tried to connect the cdc she discovered that there was a leak at the arterial connector. It was leaking air and later blood. They pulled the catheter out.